Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a gap between acoustic lens and ultrasound probe and also had sticky universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the gap between acoustic lens and ultrasound probe was due to stress problem as identified and most probable cause of sticky universal cord could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.